Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Product not yet returned for analysis.

Event description:
It was reported that the communicator smells like burnt. Furthermore, the patient was advised to contact the hospital for a new communicator. No adverse patient effect was reported.